Manufacturer narrative:
The device was discarded by the customer. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new catheter. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during a liver transplantation case, a volume view set was used to measure the extra vascular lung water. When inserting the guidewire into the needle to place the right femoral arterial line, blood leakage was noted. As the clinician continued placing the catheter and taking out the guidewire, it became stuck in the catheter and a hematoma was noted to have developed. The clinician opened another volume view set, which required a new insertion site in the left leg. The new set worked successfully. There was no allegation of patient injury and patient demographics were not able to be obtained, aside from the patient¿s sex. The device was discarded by the hospital due to contamination.